Event description:
It was reported that air bubbles were observed within the infusion set tubing. The customer was unable to complete the check at the time of report and reportedly, the customer would prime the tubing to address the issue. Customer¿s blood glucose level was 103 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.